Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analyzed. The available follow up data confirmed the mentioned warning regarding the rv impedance. However no further peculiarities were found. Thus no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the physician reported that at a follow-up before discharge, the system containing this lead, showed warning a12 for the date (B)(6) 2016. During the follow-up session all impedance measurements showed normal values and it was impossible to reproduce a high v impedance. The 16-dec 2016-update: it was reported that the patient has passed away on (B)(6) 2016 due to sepsis. It is unknown whether the device and this lead were explanted.